Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 10-20-"2009": a lawsuit alleged that the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic and consequential damages due to the 'defective' implanted lead. On (B)(6) 2019 it was further reported that the right ventricular (rv) lead exhibited oversensing and noise. The svc coil was retained for the patient's system but the pace/sense and rv coils were capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indic ated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.